Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check the morning after implant procedure. It was discovered that the right ventricular lead and atrial lead exhibited lower sensing range. The atrial lead also exhibited an increased in threshold by more than double the acceptable value. The physician recommended repositioning the lead. Examination of fluoroscopy imaging revealed that both leads had moved slightly from the originally implanted position. Upon opening the pocket, it was discovered that both leads had retracted from their respective chambers. Both leads were repositioned successfully.